Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by a representative. The patient stated that the implant is not helping with their pain like the trial did and that programming is not helping with the pain. They also stated that when they stretched yesterday, they felt pain around where the battery is. The patient was reprogrammed and impedances were all within normal limits. An updated x-ray was taken and the patient was reprogrammed on the most midline lead. The patient was instructed to turn the device off and to reach out if the pain worsens.

Event description:
Patient (pt) reports patient does not feel device is providing any benefit to her. Pt is keeping device off and patient will be speaking to hcp about having device explanted. Provider updated regarding this.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-may-2029, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 18-jun-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced left lead migration by half a vertebral body, as confirmed by updated x-ray imaging. The patient developed new pain unrelated to baseline when therapy was activated. Reprogramming was performed both in-person and over the phone, and the device was subsequently turned off due to the new pain. The new pain resolved when the device was turned off. The patient was instructed to keep the device off if new pain unrelated to baseline occurred and a follow-up appointment was scheduled at a pain management provider office. No deaths, infections, or other illnesses were reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.